Manufacturer narrative:
(B) (4).

Event description:
The pt was unable to adjust her stimulation; a power on reset occurred. The pt met with the company rep for adjustment; the pt is now "doing great".